Event description:
The technician alleged that when the brakes were activated the foot end brakes did not hold. No injury reported.

Manufacturer narrative:
The technician replaced the hex rod to resolve the issue.